Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cassette did not attach, alarms. The event occurred during testing. There was no delay in therapy. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. It was decontaminated and had a scratched lens. This device has not been service in the past. The report that cassette not attached alarms was confirmed by functional testing. Performed a latch lock test in the manufacturing utility and the sensor did not change from latched to both. The cause was the latch lock flex sensor was inoperable. The latch lock flex sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.